Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
The explanted device was received at cochlear on june 17, 2019. As per the documents returned with the device, date of explantation was (B)(6) 2019. The device is currently under investigation. This report is filed on july 12, 2019.

Manufacturer narrative:
The device was explanted as the recipient reportedly experienced a decrease in performance. In-situ tests showed atypical measurements on multiple electrodes. The results of tests performed with the device in saline solution indicated a breach in the electrical insulation of the electrode wire assembly. This report is filed on august 13, 2019.